Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of perforation is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that the procedure was performed to treat a lesion in the circumflex artery. A 2.5 x 33 mm xience sierra stent was implanted. Optical coherence tomography (oct) noted a perforation had occurred at the proximal stent edge and additional dilatation was performed, using a 3.5 x 15 mm dilatation catheter. The perforation was sealed. No additional information was provided.